Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after functional testing, the customer reported issue was duplicated. Visual inspection showed the syringe port was cracked, the screen had scratches, and the syringe and battery cap were missing. The manufacturer representative identified an error code 112, and an intermittent motor was the most probable cause. No issues were found in the event history log. Service history review identified that the device was last serviced january 2, 2018, and for an issue related to "won't power on, screen damage". The manufacturer representative replaced the motor and that corrected the issue. The pump passed all functional tests after replacements and performed as intended.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.